Event description:
I am writing as a concerned parent of a (B)(6) y/o who was hurt very badly from the use of a bed-wetting alarm. We just purchased the alarm online from (B)(6) and it was received 2 days ago. My wife inserted batteries into the alarm and clipped the sensor on our son's underwear and put him to bed. Within 3 hours, the alarm had a problem and made a hissing sound. We were all in the living room when it happened. My wife saw fumes come from the alarm and within seconds, black battery acid started leaking from the alarm. The battery acid spilled on to his clothing and hands. My wife immediately puled out the alarm and we noticed that the heat had caused the plastic housing to melt from the back. We had to take our son to the doctor's clinic in the late hours of the night. The battery acid that leaked on to his hands has had an adverse reaction. He has suffered swelling and red patches on his hands for which he is now being treated.